Manufacturer narrative:
UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The complaint device was received and visual observation confirms the suture is broken. There was no further information provided regarding the technique or instruments used in the procedure. We cannot determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A complaint history search for this product code resulted in only one complaint for the last 2 years. We believe this failure to be an anomaly and based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Affiliate reported that suture broke, surgery was finished successfully with a same like product.